Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and functional testing were performed. When fluid was ran through the set a leak was identified between the tubing and the microbore winged female luer lock. The tubing was found to be broken. The cause of the break could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connect extension set had a leak where the tubing meets the connector. The set was being used with a baxter pump and set to infuse ¿d15/2ns+20kcl.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.